Event description:
It was reported that during insertion of the li61aov lens into patients right eye using an ez-28 inserter, the lens would not position properly due to the presence of a posterior capsular rent. A vitrectomy was performed, a sulcus lens was attempted, but there was not enough support, and an anterior chamber lens was ultimately implanted. The patient's status is improving. Please reference MDR# 1119279-2012-00309 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.